Event description:
Patient was unable to get a blood glucose test since the test did not start. Patient mentioned that the test did not start for the past 3 weeks and they had been taking their oral medications even when they were unable to get a blood glucose reading on the meter. In 2003 patient woke up feeling groggy, lethargic and sleepy. They tried to test their sugar and meter did not show a reading so they took their set amount of oral medications. Later that night they still were not feeling well and decided to go to the hospital (patient did not try to test their bg prior of going to the hospital). At the hospital patient's blood glucose was over 200mg/dl. They were admitted in intensive care and were kept over night. They were treated with insulin and were also treated for high blood pressure. Customer service was unable to resolve the issue and sent patient a new meter.